Event description:
It was reported that the patient was struggling with the pump of this inflatable penile prosthesis (ipp). The physician recommended to replace the cylinders and pump with a different pump. A surgical procedure was performed to remove and replace the ipp components. No patient complications were reported.